Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose, and she has treated with food and glucose tablets. The customer was sweaty, shaky, speech slurring, and confused. The caller stated that the reservoir was filled with 200 units and it is empty. Troubleshooting was performed. The customer was disconnected while priming, and her insertion technique was correct. Reviewed the programming and it was ok. The caller stated that reservoir is showing less insulin than the status screen. The caller stated that the reservoir was manipulated while connected, and there is not enough insulin after changing the infusion set. The daughter stated having hard time to place back the reservoir into the insulin pump and locked in. Explained that the insulin pump may have been not rewind and the insulin was pushed into the customer's body. The customer's blood glucose at the end of call was 40mg/dl. Advised to take her mother to the hospital. No further information was provided.